Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the cannula broken. The device was sent to the material analysis lab for further evaluation. The analysis results states as follows. This device was examined with an optical microscope and several other new devices were manually tested in an abuse mode in an attempt to replicate the fractures. The macro-failure mode of the material was relatively brittle and not typical of the polycarbonate that is used to manufacture the cannula. Multiple new devices were subjected to extreme testing in the lab and all of the devices bent and did not crack or break. Polycarbonate is an extremely tough material and is used in most of the trocars we manufacture. This brittle mode of failure is typical when the material is exposed to some type of solvent or liquid that can embrittle the material. It is unclear if these parts were exposed to some liquid at some step of the manufacturing process or at some step just prior to surgery. The cause of failure of this trocar is undetermined. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used as camera port. The inserting device was a rigid scope. Toward the end of the operation the doctor found that the tip of the device was broken off inside the patient. All broken pieces were retrieved with a forceps and suctioning. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented as follows; after closing the chest, the doctor took an x-ray just to be safe. There was no possibility that the broken pieces remained in the patient's body. It had a possibility that excessive pressure may have been added to the device. The device was not re-used. No visible anomalies were found before using the device. The patient condition was stable.